Event description:
It was reported, the patient used a heating pad ¿years ago¿ on his back and ¿cooked the medication." The patient reported it was on his back where the catheter was and that the medicine was "not as powerful." It was not stated what medication was in the pump at the time. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703w, lot# l53961, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
This event was also reported under manufacturer report # 3004209178-2013-15322 [it was later reported that the patient had never reported the event to the healthcare provider. The pump had been routinely managed and no malfunction was observed.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2013-17243).